Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05921, 1627487-2021-18586, 1627487-2021-18587. It was reported the patient had an infection at the lead site. As a result, the patient underwent surgical intervention during which the system was explanted.